Event description:
It was reported that a patient had symptoms of lightheadedness, blurred vision, and worsening heart failure. The patient suspects that their left ventricular (lv) lead to be dislodged. No changes or intervention was reported. The patient condition was not known.